Event description:
Spouse of home pt (hp) reports hp disconnected themselves from pt line of homechoice set during fill 9/10 of automated peritoneal dialysis treatment. Spouse reports this disconnection was noted after "check pt line" alarm sounded. Spouse reports baxter tech assisted hp in ending treatment early for evening. No pt injury or medical intervention required per spouse of hp.